Event description:
It was reported that a user experienced hyperglycemia while using the ilet with fiasp after running out of insulin and being disconnected during a shower, with glucose peaking at 293 mg/dl and later trending down to 274 mg/dl after insulin delivery was resumed. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.